Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adhesion, painful intercourse, endometriosis, vaginal bleeding, uterine bleeding, menorrhagia, stomach ulcer, menopause, sweating, vaginal dryness, vaginal odor, menstruation irregular, scab and fever. Concomitant products included anovlar (loestrin), budesonide w/formoterol fumarate (symbicort), combivent, estradiol, lansoprazole (prevacid), leuprorelin acetate (lupron), levofloxacin, progesterone (prometrium), propacet (darvocet), salbutamol sulfate (proair hfa), tramadol and vicodin (norco). In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain lower ("right lower quadrant pain"). On (B)(6) 2007, the patient experienced vomiting ("vomiting"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2008, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes: hot flashes") and atrophic vulvovaginitis ("vaginal atrophy"). In 2009, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced infection ("infection"), allergy to metals ("nickel allergy"), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with oxycocet (percocet), leuprorelin acetate (lupron), vicodin, levofloxacin (levoxacin), metronidazole (flagyl), solpadeine (tylenol 1), clotrimazole (canesten), estradiol (vagifem), estradiol (estrace), medroxyprogesterone (depo provera) and surgery (on or about (B)(6) 2008, patient underwent hysterectomy,laparoscopy,d&c,unilateral salipingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, infection, allergy to metals, fatigue, hot flush, vaginal discharge, vomiting, atrophic vulvovaginitis, abdominal pain lower and libido decreased outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, allergy to metals, atrophic vulvovaginitis, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, infection, libido decreased, pelvic pain, vaginal discharge and vomiting to be related to essure (ess205). Concerning all the injuries reported in this case, the following ones were confirm in patient's medical record: pelvic pain, hot flashes, abnormal bleeding, vomiting, dysmenorrhea, decreased libido, she did not undergo essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding(general), dysmenorrhea,fatigue, hot flashes, vaginal discharge, vomiting, vaginal atrophy, right lower quadrant pain, decreased libido. Concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)/ heavy bleeding") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adhesion, painful intercourse, endometriosis, vaginal bleeding, uterine bleeding, menorrhagia, stomach ulcer, menopause, sweating, vaginal dryness, vaginal odor, menstruation irregular, scab, fever, pelvic pain, dysmenorrhea, genital bleeding and cramp in lower abdomen. Concomitant products included anovlar (loestrin), budesonide w/formoterol fumarate (symbicort), combivent, estradiol, lansoprazole (prevacid), leuprorelin acetate (lupron), levofloxacin, progesterone (prometrium), propacet (darvocet), salbutamol sulfate (proair hfa), tramadol and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 16 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain lower ("right lower quadrant pain"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced vomiting ("vomiting"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced hot flush ("hormonal changes: hot flashes"). In (B)(6) 2008, the patient experienced atrophic vulvovaginitis ("vaginal atrophy"). In (B)(6) 2008, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced infection ("infection"), allergy to metals ("nickel allergy") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with oxycocet (percocet), leuprorelin acetate (lupron), vicodin, levofloxacin (levoxacin), metronidazole (flagyl), solpadeine (tylenol 1), clotrimazole (canesten), estradiol (vagifem), estradiol (estrace), medroxyprogesterone (depo provera), naproxen sodium (anaprox), ibuprofen, bismuth subsalicylate (pepto bismol), estrogen nos and surgery (on or about (B)(6) 2008, patient underwent hysterectomy,laparoscopy,d&c,unilateral salipingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, nausea, vaginal haemorrhage and menorrhagia had resolved and the infection, allergy to metals, fatigue, hot flush, vaginal discharge, vomiting, atrophic vulvovaginitis, abdominal pain lower and libido decreased outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, atrophic vulvovaginitis, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, infection, libido decreased, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure (ess205). Concerning all the injuries reported in this case, the following ones were confirm in patient's medical record: pelvic pain, hot flashes, abnormal bleeding, vomiting, dysmenorrhea, decreased libido, she did not undergo essure confirmation test. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received. Reporter's information was added. Events added: nausea, abnormal bleeding (vaginal, menorrhagia). Outcome of event pain, abnormal bleeding and nausea was updated to recovered/ resolved. Concomitant diseases, treatment drugs were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on or about (B)(6) 2008, patient underwent hysterectomy). At the time of the report, the pelvic pain, infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, infection and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.